Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
While using the epidural kit for anesthesia, the bd epilor¿ plastic lor syringe separated. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation: one sample of the 7ml epilor syringe was returned (product #405198, lot #unknown). The sample was loose inside a box. It was visually inspected and was found that the stopper and the plunger were separate; the plunger moved freely inside the barrel at the moment of taking it out of the box. The piece was assembled and then it was actioned several times to verify that they did not separate from each other. No problems were found. After the resistance test, an air/water leak test was done and we could not confirm or duplicate the issue. The separating of the stopper could be done due to an incorrect use of the product, if the tip is closed or plugged and the plunger was pulled down. A device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.